Event description:
It was reported that driver and tap damaged during case.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The device was inspected and it was found that the main shaft was deformed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely root cause is wear due to the device's extended use.

Event description:
It was reported that driver and tap damaged during case.

Manufacturer narrative:
The investigation is pending due to the return of the device. Additional supplemental will be completed upon closure of the investigation.

Event description:
It was reported that driver and tap damaged during case.